Event description:
A customer reported that the error message displayed during a procedure. An alternate system was used to complete the case following a one hour delay. There was no pt harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The software was reloaded. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Based upon a review of the event log, the root cause for the reported system messages was an attempt to change step with the remote control while the footswitch was depressed and then continuing to try to change steps. The system message displayed when the system was unable to resolve the change step commands. An internal investigation has been opened to address the user interaction. (B)(4).